Manufacturer narrative:
The customer reported that they are unable to see any review data on their central nurse's station (cns). The customer also reported that one of their patients experienced bradycardia, and that the system alarmed, but when they went to their cns to review this event, the alarm was not listed. All data fields for the review functions are blank; no errors generated. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. A bsm was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: bsm: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that they are unable to see any review data on their central nurse's station (cns). The customer also reported that one of their patients experienced bradycardia, and that the system alarmed, but when they went to their cns to review this event, the alarm was not listed.

Manufacturer narrative:
Details of complaint: the customer reported they were unable to see the review data on the central nurse's station (cns). A patient experienced a bradycardia event and the system alarmed, but the event alarm was not listed in the historical data. No patient harm or injury was reported. Investigation summary: there is insufficient information to determine the root cause of the reported event. The customer reported the entire area, consisting of multiple cns devices and monitored beds were experiencing the problem. Missing historical data is not a result of a device malfunction. As per the operator's manual, the possible causes of the historical data (e.g., full disclosure, recall, or tabular trend data) not being displayed on the cns are power issues with equipment communicating with the cns (if the bedside monitor is turned off, it will not relay vital signs), if the waveform in question is not being saved to the bsm (e.g., due to waveform shape (sawtooth) or signal noise), if the required parameter is not selected for monitoring (settings), if a patient is accidentally discharged, or it could be lead issues.

Event description:
The customer reported that they are unable to see any review data on their central nurse's station (cns). The customer also reported that one of their patients experienced bradycardia, and that the system alarmed, but when they went to their cns to review this event, the alarm was not listed.